Event description:
Information received by medtronic indicated that the customer had communication issue between insulin pump and transmitter. Customer also had sensor signal not found. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue was not resolved. The product will be returned for analysis.

Manufacturer narrative:
Customer reports: transmitter not communicating anomaly. Device received and placed device under microscope and found moisture (blood traces) inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble association/accuracy test due to the moisture damage. The customer complaint of communication anomaly could not be confirmed.